Event description:
Customer alleged that the right intermediate siderail would not latch. Customer said there was no patient in the bed and no injuries occurred. The account received 16 mod 380 kits but those had not been installed yet. A hill-rom technical support representative gave instructions on how to install the kits in the siderails.